Event description:
Procedure: lap chole. According to the reporter: during the case, the device would not cut tissue at all. Used another device to complete the procedure. No bleeding. No tissue damage. No add'l tissue loss. Nothing fell into cavity. Operating room time not extended. There was no pt harm.

Manufacturer narrative:
(B)(4).